Event description:
At the bench they found no audio from the mx40 device. There was no patient harm reported by the customer. There was no patient involvement. There was no report of a patient injury or harm.